Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections. The connector portion was 11.6cm and the distal tip electrode was 48.2cm. Insulation abrasion was noted between 7.9cm and 8.4cm and 30.5cm-31.2cm from the distal tip electrode. The abrasions found are consistent with friction to another device. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.